Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (component code, investigation findings, investigation conclusion, type of investigation), h11. Corrected fields: b5, b6, b7, d10, h6 (health effect- impact code, clinical code). A getinge field service engineer (fse) evaluated the unit and unable to reproduce the issue the customer reported. During test found that the drive pressure transducer out of calibration. Performed calibration as required. Removed and replaced transducer as required. Completed system checkout and pm with all functional and safety tests per manufacturer specifications. Returned to customer for clinical use.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had giving an autofill issue during use.

Manufacturer narrative:
Due to character limitation. Event site full name : (B)(6) med ctr. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had giving an autofill issue before use. There was no patient involvement.